Manufacturer narrative:
It was reported that a patient underwent an unknown procedure with a smartablate¿ irrigation tubing set and it was described that there were small white particles inside the tubing. The tubing was flushed, however, the particles would not clear. There was no patient consequence. The issue of foreign material inside tubing is considered a reportable event. On 3/7/2019, a manufacturing record evaluation was performed for the finished device serial number (B)(4), and no internal actions related to the reported complaint condition were identified. On 3/22/2019, additional event information was received from the customer. It was reported the material was observed to be embedded within the plastic of the tubing. When asked if the material was observed if the material was observed inside or outside of the tubing and they indicated inside the tubing. The issue was noticed before use. It was never used on the patient. The material was described as white in color, approx. 1mm in diameter, and round shaped. The additional information has been reviewed and determined the file continues to be deemed MDR reportable since the provided information reconfirms the foreign material was observed inside the tubing. Device evaluation details: the device evaluation has been completed. Upon receipt, the product was visually inspected and it was found in normal conditions, no white particles could be seen. A flow test was performed and product failed to meet specification. The biosense webster, inc. Product analysis lab (pal) was able to verify the bubbles in the tubing. Pal was able to duplicate the failure. The customer¿s complaint was confirmed. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 4/5/2019, a correction was processed to the device evaluation. As such, the device evaluation (investigation) details are being updated as follows: device evaluation details: the device evaluation has been completed. Upon receipt, the product was visually inspected and it was found in normal conditions. The customer¿s reported ¿white particles¿ could not be seen. As such, the biosense webster, inc. Product analysis lab (pal) could not confirm particles in the tubing. Additionally, a flow test was performed and the product failed to meet specification as bubbles were observed in the tubing. The tubing did not pass the irrigation test. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no internal actions related to the reported complaint condition were identified. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Manufacturer's reference number:(B)(4) per internal review on (B)(6)-2022, it was identified that this event was incorrectly reported to the FDA. The material was noted to be embedded or not moving and therefore does not pose a risk to the patient. As a result, the h6 medical device problem code was updated to "material opacification (a0409)". No further reports will be submitted for this event.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the product on (B)(6) 2019. The initial visual inspection revealed no physical damage, and no white particles could be seen. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a smartablate irrigation tubing set and it was described that there were small white particles inside the tubing. The tubing was flushed, however, the particles would not clear. There was no patient consequence. The issue of foreign material inside tubing is considered a reportable event.